Event description:
The physician reports that a pt underwent uneventful cataract surgery with placement of the crystalens in the left eye. Postoperatively, the pt had a refractive error. Preoperative bcva decreased to 20/40 - 20/50; after surgery the bcva decreased to 20/400. In 2008, the lens was repositioned and the following month, the lens was exchanged for a second crystalens (22.0 d.) After the lens exchange, the pt's bcva improved to 20/40 and the physician reports the prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the event is related to "irregular iol".